Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility registered nurse (rn) reported a hemodialysis (hd) machine did not remove enough weight on one treatment. The rn was told the local biomedical technician (bmt) calibrated the ultrafiltration (uf) pump volume, and then the machine pulled too much weight on the next treatment. The rn stated it is possible the patient's weight was recorded incorrectly. The rn stated on the second treatment the machine was set to remove 3.5l but removed 4.5l. The rn the patient was able to complete treatment. The rn was told by the bmt that it was not possible to remove too much weight. The rn was explained that the event was rare but could happen, and was referring to fresenius the uf problem identification procedure. The rn was advised to have the procedure completed before the machine was returned to service. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a hemodialysis (hd) machine did not remove enough weight on one treatment. The rn was told the local biomedical technician (bmt) calibrated the ultrafiltration (uf) pump volume, and then the machine pulled too much weight on the next treatment. The rn stated it is possible the patient's weight was recorded incorrectly. The rn stated on the second treatment the machine was set to remove 3.5l but removed 4.5l. The rn the patient was able to complete treatment. The rn was told by the bmt that it was not possible to remove too much weight. The rn was explained that the event was rare but could happen, and was referring to fresenius the uf problem identification procedure. The rn was advised to have the procedure completed before the machine was returned to service. Additional information was requested but was not received to date.